Manufacturer narrative:
Device not returned.

Event description:
It was reported that the device was explanted approximately after implant duration of 123 months, due to aortic stenosis. A second device, model # 6625, which is not a reportable, was also explanted. No other details were provided.